Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. Device received with cracked retainer, fading serial number label and damage keypad overlay texture. Device was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 420 mg/d, 184 mg/dl and 42 mg/dl which was treated with manual injection for high blood glucose and food and glucose tablets for low blood glucose. Customer was experienced symptoms like hurts, shaking, sweating, anxiety, weakness, fatigue and vision problem. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated that retainer ring was chipped. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. Customer was not using auto mode feature of the insulin pump. The insulin pump will be returned for analysis.